Manufacturer narrative:
The results of the investigation are inconclusive since neither the implant nor stimulation settings were returned for analysis. In absence of stimulation parameters an accurate device longevity assessment cannot be calculated. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information was received. Date of explant was received.

Event description:
Additional information indicates the patient had their ipg explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken.